Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported by the patient's parent that the cannula did not deploy when the pod was activated. Parent was unable to determine the pink slide status; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported.